Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the ps1 connections and all the fuses as well as adjusted the 5vdc circuit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.